Event description:
There was a leak in the distal segment of the chilli catheter. Investigation confirmed leak, but also found a protrusion of the core wire, about 0.75 mm in length, at approx 8 mm from the distal end of the catheter.